Event description:
Reportedly, pacing mode unexpectedly changed between two follow-ups (the last one performed on (B)(6) 2015 and the one before performed on (B)(6) 2015). While pacemaker had been programmed in aaisafer mode, upon interrogation on (B)(6) 2015 programmed pacing mode was ddd. This change could neither be associated to a user action at the end of the follow-up of (B)(6) 2015 nor to a follow-up between those two dates. In addition, noisy episodes and fluctuation in the ventricular impedance measurements were reported. Investigations are required.